Manufacturer narrative:
The actual device was not available; however, a video and photograph of the sample were provided for evaluation. External fluid leakage was visible at the connection between the header and the housing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leakage from a polyflux 140h apac during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.